Event description:
A bradytherapy procedure was performed on a pt enrolled in the vision ii trial in 2003. Within 24 hours after the treatment with the galileo system and ptca, thrombus was visible. The report also stated "no ECG, ds or enzymes noted."